Event description:
A ventilator was evaluated by a third-party field service engineer for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's 3-way solenoid valve needs replaced to address the issue.